Manufacturer narrative:
Qn# (B)(4). The customer returned one PICC for analysis. Signs-of-use in the form of adhesive residue was observed on the catheter extension lines. It was also observed that the catheter body was cut near the distal end of the catheter body. The edges of the separation appeared smooth and uniform indicating that contact with sharps likely caused the event. The separated portion of the catheter was not returned for analysis. After failing functional inspection, the catheter was microscopically examined. A small separation/hole in the distal extension line was found adjacent to the luer hub. Microscopic examination also revealed similar damage on the proximal extension line; however, it was confirmed that the damage did not result in any leaking. The distal extension line from the luer hub to the juncture hub was measured and was found to be within specification. The distal extension line inner and outer diameter were also within specification. With the distal end occluded, the proximal and distal lumens were flushed with a lab inventory syringe filled with water. Water was observed leaking out of the hole in the distal extension line. No leaks were observed on the proximal extension line. A device history record review was performed with no relevant findings to suggest a manufacturing related cause. The customer report of an extension line leak on the distal lumen was confirmed through complaint investigation of the returned sample. The extension line contained one small hole adjacent to the luer hub. Due to a rising trend of extension line/luer hub leaks, a CAPA has been initiated to further investigate this issue. Based on initial evaluation, the probable root cause appears to be related to the manufacturing assembly of the luer hub to the extension line. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports the tubing at the brown hub connection is leaking when flushed with saline. A hole in the tubing allows liquid to cascade out of the tubing. A delay in therapy was reported without incident. The catheter was inserted in the patient on (B)(6) 2019 and removed on (B)(6) 2019.

Manufacturer narrative:
(B)(4).

Event description:
The customer reports the tubing at the brown hub connection is leaking when flushed with saline. A hole in the tubing allows liquid to cascade out of the tubing. A delay in therapy was reported without incident the catheter was inserted in the patient on (B)(6) 2019 and removed on (B)(6) 2019.